Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's current blood glucose value was 277 mg/dl and the blood glucose was over 500 mg/dl at the time of incident. Troubleshooting was performed. The customer had went to urgent care on (B)(6) late friday. The blood glucose value when admitted to hospital was 500 mg/dl. The customer complained about diabetic ketoacidosis. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. The customer reported that insulin pump had insulin flow blocked alarm during basal. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No delivery anomalies noted during testing. Insulin pump functioning properly.